Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01449. It was reported the scs system never helped the patient's pain. In addition, she experienced an itching sensation on her back when stimulation was on. As a result, the system hasn't been used for some time. The patient may consider surgical intervention; however, the next course of action is undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.